Event description:
It was reported that the affected hls set has a packaging issues as known from fsca-656504. The set was checked by the customer in regards to the fsca. There is a suspicion that the hls module has slipped. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
Further investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available. A field safety corrective action (fsca # 565504) has been implemented on (B)(6) 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Manufacturer narrative:
Correction of fsca number. It was reported that the fsca number was fsca#565504 however the correct fsca number for this issue is fsca#656504. Further investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
New information regarding the affected be-hls 7050 #shls set advanced 7.0 with lot# 3000216184 has been received on 2022-10-18 by getinge sales and service unit (ssu). This complaint was submitted due to the ongoing fsca#656504. The affected be-hls 7050 #shls set advanced 7.0 with lot#3000216184 has been checked according to the fsca#656504 by the ssu and no malfunction could be confirmed. The sterile barrier is still intact. The affected hls set remains at the ssu for further use. The affected lot#30000216184 is in scope of the ongoing fsca#656504 and has been also reported under this fsca. This complaint was submitted by mistake. Based on the new information the reporting decision has been changed from reportable to non-reportable. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).